Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was unable to verify the device powered off during the event. As a precaution, the device's battery pins were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while transporting a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while transporting a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).